Manufacturer narrative:
(B)(4).

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 4 in the mouth, primary stability was not achieved. The site was grafted. Clinician reports mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 4 in the mouth, primary stability was not achieved. The site was grafted. Clinician reports mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).